Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon stated that an intraocular lens (iol) had imperfection on it and hence had to be cut out and removed from patient's left eye. Another lens of same model and diopter was used as the replacement. There was no patient injury and no other intervention was required. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: mar 23, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half (one half missing) and that the iol had been torn near the base of the haptic. The lens was cleaned and, no further issues were observed. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional investigation request (ir) for this po has been received, however, the complaint was not confirmed and no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.